Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va014tz, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that the device was removed by the health care professional (hcp) due to constant pain at the incision area. After follow-up with the hcp, it was reported that the patient had chronic pain with the device and wanted it removed. Once it was removed, the pain was relieved. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.